Event description:
Asr revision reported via sales rep; right side; reason(s) for revision : pain / elevated cocr levels; der confirms only the head was revised. Legal claim was received on (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 7/16/2014 - medical records received. Doi retrieved from invoice. Patient revised to address adverse local tissue response and metal on metal reaction. Upon revision, 20 cc of opaque fluid with substantial debris was noted. The information received does not change the MDR decision. This complaint was updated on: 07/28/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 08/29/2014 - litigation papers received. Litigation alleges metallic debris and cup loosening. There is no new additional information that would affect the investigation. The complaint was updated on: 09/22/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.